Event description:
Per email: rate under pump appeared to be infusing medication and was counting down volume, but when the patient arrived, the medication bag was still full. Patient not affected. No additional information available.